Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: a review of the black box showed a call service 054 alarm on the alleged date of issue with no power. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. The test battery cap was able to attach securely to the pump. The pump was exercised for a minimum of 12 hours with no power issues or alarms occurring. The pump was opened, and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.